Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay thoracic stent graft with transport delivery system (relay 85). The relay 85 system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012. The relay 85 related event occurred in (B)(6). The event did not lead to patient death or injury. The risk is limited to the deployment step of the procedure, once the device is implanted there is no longer a risk to patients. Evaluation in progress.

Event description:
"Device 28-m132155282385s b160217077 was implanted firstly, when the physician started to push the inner sheath out, it was found difficult to push. Then the physician tried to push the inner sheath with more big force, as a result, the stent graft was pushed out and deployed. Since the device was not deployed at the target position, another device 28-m134145302385s b160208118 was implanted to fix the problem successfully." "Patient outcome: the patient is ok up to now."